Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-sep-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that user was unable to see options in the station after login in. The technical support specialist (tss) advised the user to contact the pyxis administrator or pharmacy manager to verify and confirm the account¿s permissions, security groups, and override groups for the area where the device is assigned. A supporting document was attached for reference to assist in the review process. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, user was unable to see options in the station after login in. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.